Event description:
Peripherally inserted central catheter (PICC) line inserted following protocol/guideline. There were some coiling issues and repositioning of catheter on insertion, but had no sign of difficulty of placement. Upon removal of guidewire from catheter, there was no distress seen on the wire but there is a discrepancy on the external appearance of the wire that made clinician suspect that there is something going on like possible fracture. Kept catheter as is in the arm and chest. Patient is in no sign of distress. Placed a stat chest xray (cxr) for confirmation. Cxr appeared that the tip of catheter seemed more opaque than the rest of the catheter but not confirmative that there was any retained piece of wire. PICC removed by vascular surgeon and found no visible wire but when flushed with saline, wire (broken piece) spit out of the catheter.